Manufacturer narrative:
Concomitant product(s): product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
It was reported that the patient was admitted to the hospital due to withdrawal. The hospital staff noted multiple motor stalls in the pump logs. The motor stall recovered after more than 2 hours. The actions required as a result of the event included a replacement. The product issue was not resolved and the cause of the issue was not determined. The patient¿s status was alive ¿ no injury. The patient experienced increased spasticity and less than 50% therapy relief. The location of issue or symptom was described as a pump motor stall. The patient was in the neuro intensive care unit (ICU) pre and post care the day prior to report. The patient was still in the hospital as of (B)(6) 2015. The pump was used to infuse lioresal.